Event description:
It was reported that the device was explanted after an implant duration of approximately 61.5 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that during the lv lead implant, the rv lead "popped back and was dislodged." The physician assumes this dislodgement caused a pericardial effusion. The patient's blood pressure is reported to have dropped and the patient died. There was no autopsy, however, the physician "doesn't think that our products were the cause of death." The cause of death was reported to be the pericardial effusion and considered to be procedure related.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.